Manufacturer narrative:
(B)(4).

Event description:
The customer reported the blower not running. The device will continue to ventilate on 100% oxygen. Supplemental o2 can cause hypercarbia and be cardiotoxic to specific patient populations. No patient involvement .